Manufacturer narrative:
The hospital technician evaluated the device and found that the rivets of the camera support were torn. Three internal pull-off tests have been performed in order to check if the devices are conforming to the specifications. The tests and the results prove that each insert must resist to a traction force of 20kg. Maquet determined that the most probably root cause could be that screws tightened excessively during the mounting of the handle support can lead to the inserts pulling out. Additionally the device was directly involved with the reported incident however was not being used for treatment of the patient when the event occurred. The volista user manual indicates to : "check that the sterilisable handle clicks and locks in place correctly; replace it if not" on a daily basis prior to use.

Event description:
The customer reported that, before surgery, the camera handle support was broken from the rivets. No injuries were reported. (B)(4).